Event description:
Customer called lfs in 6/2002 alleging that meter would not turn on. The issue was not resolved with troubleshooting. Customer had sysmptoms of headache and skakiness. Customer was taken to the emergency room and given IV glucose. No further information has been reported. Attempted unsuccessfully to contact the customer to obtain more information.